Event description:
Per the clinic, the patient experienced a recurrent post-auricular discharge. The patient was hospitalized and managed conservatively with intravenous and oral antibiotics (specific date and duration not reported); however, the condition did not resolve. Subsequently, the patient was undergoes a revision surgery on (B)(6) 2025. During surgery, the surgeon found an infection surrounding the entire implant, with biofilm and a pseudocapsule formation. Based on these intraoperative findings, the decision was made to explant the device to eliminate the source of infection. There are no plans to reimplant the patient with a new device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Device analysis report attached.